Event description:
This system was explanted due to inappropriate shocks. No adverse pt side effects have been reported. The date of implant was not provided.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 19 cm distal to the is-1 connector pin. Only the proximal part of the lead was received. It is reasonable to assume that the lead was dissected in the course of the surgery. Due to the damages the electrical inspection of the lead was limited to the dc resistances of the lead fragment. No peculiarities were found. The analysis did not reveal any sign of a material or manufacturing problem.